Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection was performed and no issues were noted. The device was found in specification in relation to the reported 'constant sharp watchdog error' was reproduced at power up. The reported condition was verified and evaluation determined the cause to be a software anomaly. The shr review was completed and determined the device received os v8.00.02 during the previous service event. The required correction is to process device, clearing the sharp watchdog timeout error through reprogramming of the processor circuit board and the installation of software v8.00.03. However, due to an invasive investigation performed on the device, the device is required to be retired from service. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed "constant sharp watchdog error". There was no report of patient injury or medical intervention associated with this event. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.